Event description:
The pt reported experiencing elevated blood glucose of 378 mg/dl due to leaky infusion sets. The pt's normal blood glucose level is 120 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.